Event description:
Pump declared an altitude alarm, prompting customer action. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to clean speaker holes and reset the pump, successfully resuming insulin delivery. Technical support provided preventative tips, and the pump returned to normal operation without further issues.